Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is a follow-up submission to reflect new event description information plus event date change. At this time, it cannot be determined how the device may have caused or contributed to the incident. An evaluation of the device cannot be performed as the device was not returned to arthrex. Additional information has been requested but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device history record review revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported via medwatch letter (mw5072113) that the tip of the acl tr suture cutter broke off during exit of device from leg requiring surgery to remove the retained foreign body. No further information was provided on the medwatch report. Additional information received 10/9/2017 from medwatch (mw5072113) reporter: original (B)(6) 2017 procedure was an arthroscopy of knee with semi tendonosis gracilis, anterior collateral ligament reconstruction with possible donor graft. Revision surgery was performed on (B)(6) 2017 to remove the un-retrieved fragment.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. At this time, it cannot be determined how the device may have caused or contributed to the incident. An evaluation of the device cannot be performed as the device was returned to arthrex. Additional information has been requested but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device history record review revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported via medwatch letter (mw5072113) that the tip of the acl tr suture cutter broke off during exit of device from leg requiring surgery to remove the retained foreign body. No further information provided.